Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown baclofen (cannot be obtained; not documented at cannot be obtained; not documented) via an implantable pump for unknown indications for use. It was reported that the whole system was explanted on (B)(6) 2023 due to pocket erosion. There was a new implant on (B)(6) 2024. There were no known environmental/external/patient factors that may have ledor contributed to the issue. The medical history was asked but unknown at this time. The patient status was alive but no injury. The issue was resolved.